Event description:
A pt (B)(6), was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 2 ml on (B)(6) 2009. The pt reported an upper respiratory tract infection on (B)(6) 2010 which she developed overseas. The physician treated the pt with chloramphenicol. The infection resolved on (B)(6) 2010. The physician assessed the event as moderate in severity and definitely not device related. The pt reported typhoid fever on (B)(6) 2010 and was treated with erythromycin, doxycycline and chloramphenicol on (B)(6) 2010. The infection resolved on (B)(6) 2010. The physician assessed the event as moderate in severity and definitely not device related. The pt reported having the flu on (B)(6) 2012. Treatment with tamaflu, cough medicine, amoxicillin and zofran on (B)(6) 2012. The infection resolved on (B)(6) 2012 and was assessed as moderate in severity and definitely not device related.

Manufacturer narrative:
(B)(4). The pt reported a urinary tract infection on (B)(6) 2012 which was treated with cipro, septra per diem. The infection was reported as resolved on (B)(6) 2012. The physician assessed the event as moderate in severity and definitely not device related. At the time of this report all of the pt's adverse events including the urinary tract infection had resolved. A review of the device history records indicates the reported lot #1012200 met all specs prior to release.